Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, that clips were scissoring. There were no patient consequences. The case has been completed by using the same clip applier. No additional information was available. Device used in case was discarded.